Event description:
Report received from the USA stating that the device "will not run". The device was being used during surgery. It was reported that there was no patient/user injury or medical intervention related to this event. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).